Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was out walking his dog when he collapsed. A witness called emergency services, who upon arrival to the scene, confirmed that the patient was in cardiac arrest and cardiopulmonary resuscitation (CPR) was administered. Two external shocks were also delivered, and pulseless electrical activity (pea) was observed. Then, spontaneous circulation returned, and cardiac output was confirmed. The patient was subsequently admitted into the intensive care unit (ICU), with intubation and is currently on a ventilator in a deep coma. Boston scientific technical services (ts) was contacted for a review of stored arrhythmia episodes surrounding the patient's collapse. The initial event stored showed an irregular tachyarrhythmia that was potentially atrial fibrillation (af), and was untreated as it did not reach detection within the ventricular tachycardia (vt) zone. The following event a few minutes later revealed a similar irregular arrhythmia that entered the vt zone and was treated with one burst of anti-tachycardia pacing (atp). This atp delivery induced a faster ventricular arrhythmia (either vt or ventricular fibrillation (vf)). A 41 joule shock was subsequently delivered, but did not terminate the arrhythmia. Another shock was diverted, and then a 41 j committed shock was delivered which was unable to convert the arrhythmia. Two further 41 j shocks were delivered and the rhythm slowed out of the device's programmed therapy zone. Three minutes later, another episode was stored that showed a similar vt or supraventricular tachycardia (svt) which was treated with four bursts of atp. This again accelerated the rhythm to vf, and two 41 j shocks were delivered, which decreased the rhythm back to af. As this af ten reached the vf detection zone, five further 41 j shocks were delivered. The last shock further deteriorated the patient's rhythm to vf, and a reversed polarity 41 j shock was then delivered and was unsuccessful at converting the arrhythmia. Two additional treatment episodes were stored at the time of the event, in which multiple bursts of atp were delivered. Ts provided potential reprogramming options, should the physician prefer these arrhythmias to not be treated. Additionally, atp reprogramming was discussed as the conversion success rate of atp delivery was noted to be quite low and was observed to be inducing further arrhythmias. At this time, the ICD remains implanted and in-service. The patient is currently hospitalized in the ICU.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was out walking his dog when he collapsed. A witness called emergency services, who upon arrival to the scene, confirmed that the patient was in cardiac arrest and cardiopulmonary resuscitation (CPR) was administered. Two external shocks were also delivered, and pulseless electrical activity (pea) was observed. Then, spontaneous circulation returned, and cardiac output was confirmed. The patient was subsequently admitted into the intensive care unit (ICU), with intubation and is currently on a ventilator in a deep coma. Boston scientific technical services (ts) was contacted for a review of stored arrhythmia episodes surrounding the patient's collapse. The initial event stored showed an irregular tachyarrhythmia that was potentially atrial fibrillation (af), and was untreated as it did not reach detection within the ventricular tachycardia (vt) zone. The following event a few minutes later revealed a similar irregular arrhythmia that entered the vt zone and was treated with one burst of anti-tachycardia pacing (atp). This atp delivery induced a faster ventricular arrhythmia (either vt or ventricular fibrillation (vf)). A 41 joule shock was subsequently delivered, but did not terminate the arrhythmia. Another shock was diverted, and then a 41 j committed shock was delivered which was unable to convert the arrhythmia. Two further 41 j shocks were delivered and the rhythm slowed out of the device's programmed therapy zone. Three minutes later, another episode was stored that showed a similar vt or supraventricular tachycardia (svt) which was treated with four bursts of atp. This again accelerated the rhythm to vf, and two 41 j shocks were delivered, which decreased the rhythm back to af. As this af ten reached the vf detection zone, five further 41 j shocks were delivered. The last shock further deteriorated the patient's rhythm to vf, and a reversed polarity 41 j shock was then delivered and was unsuccessful at converting the arrhythmia. Two additional treatment episodes were stored at the time of the event, in which multiple bursts of atp were delivered. Ts provided potential reprogramming options, should the physician prefer these arrhythmias to not be treated. Additionally, atp reprogramming was discussed as the conversion success rate of atp delivery was noted to be quite low, and was observed to be inducing further arrhythmias. Recently, it was indicated that the patient had been breathless, which was clinically consistent with a developing pulmonary oedema, and had passed away while hospitalized. The physician suspected that the cause of death was pulseless electrical activity (pea), severe left ventricular (lv) systolic impairment, and ischemic heart disease. At this time, the ICD remains implanted and is not expected to be explanted for return.